Event description:
"Mist is not coming out."

Manufacturer narrative:
It was reported that the device was not producing mist, therefore, medication could not be administered. No injury was reported. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.